Manufacturer narrative:
Concomitant products : 4196-88 lead implanted (B)(6) 2015, 5076-45 lead implanted (B)(6) 2015.

Event description:
It was reported that immediately after an implant procedure when the pocket was closed, the right ventricular lead was oversensing and a device set screw issue was suspected. The physician re-seated the lead and as the set screw was re-tightened, it was at a slight angle in the grommet. It was able to be straightened, but the oversensing persisted. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was returned and analyzed with no anomalies found. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.